Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatectomy-distal procedure, the large hem-o-lok-clip applier instrument did not lock when closing up to two times and when it was placed on barrel at a very awkward time. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure between 15 to 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have the input disk # 3 broken inside the housing. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was further evaluated. The input disk of the instrument was broken, resulting in the instrument failing the mechanical engagement test. Consequently, the clip test could not be performed.

Event description:
Refer to h10/h11 for follow-up information.